Manufacturer narrative:
An event regarding stem loosening involving an omnifit eon 127 was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because no medical records and/or device were received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The stem was loose. The surgeon replaced the 32mm liner with a 36mm liner. He used a biomet revision hip stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
The stem was loose. The surgeon replaced the 32mm liner with a 36mm liner. He used a biomet revision hip stem.